Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, patient had infection. The product came in contact with the patient. Therapy/procedure used by doctor: rhbmp-2/acs bone graft, site preservation, single tooth cases patient info: middle aged (50-60), nothing unusual implant site: #8 (signifies tooth number) kind of infection patient had: unknown; debrided each site; used "abx" on patient.

Manufacturer narrative:
(B)(4)